Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer rec'd a result of 144 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a results of 257 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The consumer was educated on these directions for use at the time of call. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.